Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a clock battery overdue, error code 1260 displayed and the rear top label was damaged. Per reporter, the event occurred during testing. There was no patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for analysis. The customer problem was duplicated through visual inspection and functional testing. To solve the issue, the rear label and clock battery were replaced. The device passed all functional tests after the repair." The service history review identified there was no indication that the complaint was related to a service of the device within the review period.